Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alarmed for weak battery and failed battery test as well as they had issue like battery lasting for only more less than a week. Customer¿s blood glucose was 260mg/dl and customer declined troubleshoot for high blood glucose. Customer advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will not be return for analysis.

Manufacturer narrative:
Failed battery test due to corroded battery tube and corroded battery cap contact. Unable to confirm unexpected weak battery alarm, low battery alarm or perform the self test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test due to failed battery test anomaly. Pump passed stop current and run current test. Pump had cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, minor scratched display window, stained end cap sticker and stained address/serial number label.